Event description:
It was reported that during a lap nissen procedure, the instrument would not work and made a buzzing sound. The instrument was replaced with a like device. Or time was extended by 10 minutes. No pt consequence.